Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on 5/22/2017. Note: (B)(4) corresponds to MFR # 2210968-2018-72369 (attached) which was sent in our legacy system on 5/22/2017 under mw # 2210968-2017-60232 which corresponds to (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic surgery to repair a ventral hernia on (B)(6) 2015 and mesh was implanted. On (B)(6) 2016, the patient had a revision surgery due to complications and was found to have a recurring hernia. No additional information was provided.